Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
This report is based on information provided by philips technician and has been investigated by the philips complaint handling team. Philips received a complaint on the defibrillator indicating that when customer hold the dfm100 by the handle, they use the other hand to better carry the device. In this case, they can pressure by mistake the battery pocket, and the battery is easily released. So, according to their experience, maybe the battery pocket should harder or more difficult to release. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information.